Event description:
The site reported that they had a case in which they received a 3.5mm registration and then were navigating and biopsying for approx 30 minutes, they felt the system became inaccurate. After their 4th biopsy, they pulled back to the main carina to visually verify position. It was reported that the system showed them to be approx 4cm away from the main carina when the tip of the lg was touching the main carina. At this point, the physician cancelled the rest of the biopsies. The pt was under general anesthesia. It was also reported that the next day, the pt came into the hospital with a pneumothorax that was treated with a chest tube and after two days in the hospital, the pt was released and is currently doing fine.

Manufacturer narrative:
Method, results &, conclusions: the site has performed cases after this one and there have been no further issues reported. A service call has been scheduled and the system will be checked for any potential accuracy issues. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.